Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description stopcock disconnected detailed inquiry description pt. Was sitting in bed/actively playing during cares when return alarm went off on crrt machine - upon checking pt. Line I found blood on the chux and immediately noticed the return line had come loose from the stopcock setup where the calcium infusion was y'd into line. The patient was quickly re-attached, and minimal blood loss occurred (est. ~10ml). I double checked/retightened the attachments at the line/stopcock. No injury reported.